Event description:
It was reported that the altrix did not bring the patient down to the target temperature. There was patient involvement but no reports of adverse consequences.

Manufacturer narrative:
H codes updated to match completed investigation results.

Event description:
It was reported that the altrix did not bring the patient down to the target temperature. There was patient involvement but no reports of adverse consequences.